Event description:
It was reported that a patient experienced a grand mal seizure for the first time in 8 years. The patient's physician increased the patient's vns settings and medications in response to the event. The patient reported that a previous physician had told them their vns would likely need to be increased due to physiological changes such as getting older and menopause. No other relevant information is available to date.